Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16570. Related manufacturer reference number: 2938836-2019-16571. It was reported that when the patient presented in-clinic their device was found to be under-sensing very small r-waves. The patient was in ventricular fibrillation but the device under-sensed and determined it was a ventricular tachycardia and the incorrect type of therapy was delivered. It was also noted that lead noise was present. The patient was in cardiac arrest but it the reported cause of death is unknown.